Manufacturer narrative:
Analysis of the model 8596sc catheter component revealed a non-significant indent in the seal of the sutureless connector that did not affect infusion in the laboratory. Analysis of the model 8709sc catheter component revealed a hole in the catheter body caused by a deep abrasion. The results code and previously applied conclusion code remains applicable to the model 8596sc catheter component. The results code and conclusion code pertains to the model 8709sc catheter component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n141081023, implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 10-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 1,600 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. The patient's medical history includes tbi, hyperlipidemia, hypertension, left hemiparesis, seizures. The patient's concomitant medications include minocycline, lunesta, vimpat, zenzedi, oral baclofen, coreg, aptiom, losartan, emla cream, ditropan, myrbetriq, dexilant, ducosate, paxil, trileptal, and simvastin. It was reported that upon disconnecting the existing catheters from the explanted pump for end of life (eol), there was no retrograde cerebrospinal fluid (csf) obtained. The catheter was replaced with a new 8780 catheter and the managing physician ordered the pump to be restarted at half its previous infusion rate. The sutureless connector portion (8596sc, n136380015), of catheter was explanted, the remainder broke off upon explanting and remained, unused, in right flank, not attached to anything. The issue was resolved at the time of this report. The patient's status was alive - no injury.